Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 54-300 mg/dl. Customer declined follow up from tandem customer technical support (cts) to confirm backup insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.